Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the vitrectomy cutter did not work properly and the cut function stopped after some time during vitreous removal in vitrectomy surgery. The condition of aspiration was normal. New vitrectomy probe was used to complete the surgery. The vitrectomy probe came in contact with patient but there was no patient impact. This report pertains to one of the ten similar event reported by same facility.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned sample functionally met specifications: however, a non-conformance was completed for the damage observed on the o-ring. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No technical inquiries were received from the customer. One opened probe, with tip protector, in a bag was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap, on the port face and inside the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Bottom o-ring was damaged on the outer diameter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, excessive material observed on the o-ring and cannot be ruled out for the actuation problem as reported. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in d.4. The lot of the suspect product was updated to unknown. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.